Event description:
It was reported that the burr was detached. The target lesion was located in a tight calcified mid segment of left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, the lesion was engaged using 7f guide parked across the lesion which was exchanged with a rotawire using microcatheter with an aim to modify the calcific plaque. Subsequently, the 1.5mm burr was being navigated over rotawire but the burr stalled. The proximal burr segment was detached. The device was then pulled, and the procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Event description:
It was reported that the burr was detached. The target lesion was located in a tight calcified mid segment of left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, the lesion was engaged using 7f guide parked across the lesion which was exchanged with a rotawire using microcatheter with an aim to modify the calcific plaque. Subsequently, the 1.5mm burr was being navigated over rotawire but the burr stalled. The proximal burr segment was detached. The device was then pulled, and the procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, handshake connections, sheath, and coil were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Destructive testing was not able to identify the cause of the device stall. Destructive testing was not able to conclude the reason of the device stall.